Event description:
Following the patient's procedure, which also included uppp and septoplasty, the patient experienced choking on food, trouble with swallowing air, difficulty talking, a feeling of the suture pulling on the mandible, the device anchors protruding, tonsillar artery bleed, and pain.

Event description:
Following the patient's procedure, which also included uppp and septoplasty, the patient experienced choking on food, trouble with swallowing air, difficulty talking, a feeling of the suture pulling on the mandible, the device anchors protruding, tonsillar artery bleed, and pain.